Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with noise on their right ventricular (rv) lead. This was logged in the device as ventricular tachycardia (vt) or ventricular fibrillation (vf). Electrograms showed that anti tachycardia pacing (atp) were given for these episodes. Isometrics performed in clinic reproduced some noise and showed oversensing of t-waves by the lead. Programming changes were made. Noise was no longer seen after the changes. Patient would be further monitored. Patient was stable.